Event description:
During failure analysis review, the ventilator was noted to have a restart occurrence. The customer did not report a restart occurrence during any previous usage. The ventilator's power cord had been replaced during service by the manufacturer's service technician. Factory analysis of the power cord reported physical damage to all 3 prongs on the male end of the power cord as a result of user abuse.

Manufacturer narrative:
Power cord.